Event description:
It was reported that when powered on, the device's screen would lock up and the buttons would not function. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported condition was that jack connector, designator j2, on the memory pcb was not fitting correctly with receptacle, designator j3, on the system pcb, causing the lockup.